Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that a patient presented for a device check after receiving inappropriate atp and hv therapy due to noise. Loss of capture and far r oversensing were observed. Noise was not reproducible. Rv capture threshold has risen. The physician suspected the incident could be due to flecanide. Reprogramming was performed. The patient will be brought in for a follow up in a month.